Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the device was found to have been repaired and returned to clinical use. It was reported, the graphical user interface (gui) printed circuit board (pcb) was replaced to resolve the issue.

Event description:
Covidien received information stating that the ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)